Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor check in 10 minutes" message on her adc freestyle libre sensor on the same day of wear. On (B)(6) 2019, the customer experienced symptoms described as ¿loss of knowledge (hypoglycemia) and lost consciousness¿. Customer received third-party treatment from her boyfriend who gave her ¿sugar¿ and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor check in 10 minutes" message on her adc freestyle libre sensor on the same day of wear. On (b)(6 2019, the customer experienced symptoms described as ¿loss of knowledge (hypoglycemia) and lost consciousness¿. Customer received third-party treatment from her boyfriend who gave her ¿sugar¿ and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.